Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant the right ventricular (rv) lead's initial helix deployment (in vivo) was successful, however the physician "wasn't happy with the positioning." The lead was repositioned. A second fixation attempted but the helix would not deploy, but then the helix "jumped out." This was an acceptable position per the physician. The lead is still in use. No patient complications were reported as a result of this event.